Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint devices were received and evaluated. Visual inspection of the devices revealed that the suture loop was intact on the mouth at the distal end of the anchors. Both devices anchor were slightly bent mid-body but remained intact on the distal end of the inserter and the suture was intact within the handle at the proximal end of the inserter. The complaint can be confirmed. From past investigation, this failure was observed when the product was stored in a high temperature environment. It is possible that they were exposed to high temperatures probably during transportation/ storage/ trunk stock resulting in the anchors to bend. This product should be stored in a cool dry place, away from moisture and direct heat per IFU. However, it cannot be determined how this failure occurred. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot number with this product code that was released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 4 for the same event. It was reported by the affiliate in india that during an unspecified surgical procedure, it was observed that four lupine loop plus anchor w/oc devices got curved due to melting. According to the reporter, the devices were stored at climate controlled environment for two months. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.